Event description:
This x-ray system had its tabletop travel past the end stop and fall off its base onto detector/bucky and landed on the floor. No pt was on table. There were no injuries.

Manufacturer narrative:
(Eval method): the table end stop had become loose and allowed the tabletop to pass it and fall. A released field change order (fco) that adds a second tabletop stop had not yet been performed on this system. The system since this event had the fco performed on it. No one was injured at this event.